Manufacturer narrative:
Product analysis: one side of the fas head has broken off from what appears to be outward pressure placed on the head, from misalignment of the set screw. There are signs of thread damage and the fracture appears to move outwards. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
"Since the device was not returned to the manufacturer for evaluation." Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Type of procedure: posterior fusion. Product status: explanted-complete. It was reported that intra-operatively, the fas screw was broken while final tightening. The broken screw was removed and replaced with another and procedure was completed. The device came in contact with the patient. No fragment of the implant or instrument remaining in the patient. No patient complications were associated with the reported event. Update received on 18 jun 2018: screw head was broken. Broken part of screw was discarded.